Event description:
Rn was attempting to administer intramuscular (im) medication to patient. Rn removed a bd safety glide 23 g x 1 needle from package and placed on syringe and accessed patient's muscle to administer. The rn was unable to administer the medication. Rn removed the needle from the patient and rn had to recap the needle. Removed needle from syringe and rn able to depress the syringe's plunger. Placed the needle on syringe and unable to depress plunger. The medication was delayed for the patient.